Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a missing segments display issue. A customer service specialist (css) was able to contact the patient and an unidentified reporter on seventeen days later, and obtained additional information. During the initial call on original date, the patient did not provide any information or evidence suggesting that the alleged meter issue contributed to a serious injury. However, when speaking to the patient at the end of the month, the following information was obtained/verified: the patient tests his blood glucose 3 times a day. He tests before breakfast (9:00 am), lunch (1:00 pm), and dinner (7:00 pm). He also tests occasionally after his meals. The patient takes novorapid insulin 3 times a day during his meal times. The patient is also on a sliding-scale insulin regimen based on his food intake. Additionally, he takes 12 units of lantus insulin at bedtime. The alleged meter issue started one day prior to original date, at around 1:00 pm. As a result of the alleged meter issue and thinking his blood glucose was high, he took 12 units of novorapid insulin. Based on the dosage taken by the patient, the css noted that his blood glucose level would have been or might have been interpreted as being over "10.0 mmol/l." However, it is not clear as to whether the patient adjusted his insulin dosage based on his lunchtime meal, a meter reading, or how he felt. At around 2:30 pm the same day, the patient developed symptoms of feeling shaky, disoriented, sleepy, and sweaty. The patient's coworker gave him orange juice to drink. The meter was reportedly being replaced by a pharmacy. Based on the new information obtained on eighteen days later, this complaint is being reported due to the following conclusion: the patient claimed that he thought his blood glucose was high during the time of concern and as a result, took an increased dose of insulin. The patient alleged that he developed symptoms suggestive of hypoglycemia after the alleged meter issue began and that he drank orange juice to treat himself.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.